Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the returned device's tip is slight dented. The tip wall thickness dimension is within specification. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by not positioning the harvester's sharp edges perpendicular to the bone surface before malleting into the bone.

Event description:
It was initially reported that the harvester failed to cut and pull out the donor bone during oats/ankle case. Additional information received 10/20/2016: two instruments (recipient and donor harvester) composed of 10mm single use oats failed so it couldn't remove (tear off) bone block. The procedure was switched with cutting tools like burr and shaver hand-piece were used during the operation to finish the surgery. The instrument being returned from oats set ar-1981-10s is ar-1981sa-10d lot 67251515.